Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient reported lots of pain for two hours in the left eye three days post lasik. The patient was noted to have 2+ diffuse lamellar keratitis and occasional sharp pains in the eye. The topical steroid dosage was increased. The patient is happy with their vision. Additional information requested.